Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (alarms or messages not audible) has been confirmed. The cause for the service code 102 was isolated to contamination on the pins of pca jumper j1000. Root cause investigation of similar failures determined that flux contamination on j1000 caused the service code. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor will not power up.